Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a ps beaded #4l; cat # 5516f401; lot # unknown. Tritanium bplate triathlon s4; cat # 5536b400; lot # unknown. Triathlon mb patella pa a32; cat # 5554l320; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As part of an investigator initiated study, a spreadsheet was provided indicating that an mua was performed on the patient's left knee.